Event description:
It was reported through the edwards lifesciences implant patient registry that a 23mm sapien valve was explanted 19 months after the tavr procedure. On the same date surgical valves were implanted on the mitral and aortic position.

Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
Additional information provided by the valve clinic physician assistant: according to the explant operative report and discharge summary, the patient presented dyspnea with minimal exertion and was found to have moderate-severe paravalvular leak (pvl) of the sapien valve and mitral valve stenosis. During the savr the surgeon observed that the sapien valve was well seated, but there was a gap between the prosthesis and the right sinus, which was the cause of the pvl. The sapien valve function appeared to be good. There is no information regarding the implant tavr procedure (post deployment valve position and pvl degree) because it was performed at a different hospital. The sapien valve and the mitral valve were both replaced with surgical valves. The patient was stable at the end of the procedure and was discharged in good condition.paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is expected post deployment. The mechanism behind worsening pvl is not well understood but may be related to cardiac remodeling. In this case, it is unknown if the patient had moderate-severe pvl post deployment of the sapien valve or if it worsened with time. However, it was likely related to patient factors (lack of appropriate sealing of the valve due to a gap between the prosthesis and the right sinus). There was no allegation or indication of a device malfunction.complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.